Event description:
It was reported that during an ipg explant procedure on (B)(6) 2024 [related manufacturer reference number 1627487-2024-10643 and 1627487-2024-10642], the paddle lead was cut, and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the cut lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.